Manufacturer narrative:
(B)(4). Additional information was received on 5/16/2018 which made the event reportable.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. On (B)(6) 2018, the physician decided to revise the catheter and found a potential kink (tension loop) at the mid-line incision.